Event description:
Customer reported that there was no flashing lights when his transmitter was connected to the sensor. Customer's blood glucose was 180 mg/dl. The customer also reported that there was no cannula found in his sensor. The customer was advised to replace his sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.